Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris carefusion pump channel, alarming disconnect on propofol infusion while transporting intubated patient from ER to ICU. Channel turned off automatically and propofol infusion stopped. Patient starting waking up sitting up fighting the vent. Propofol infusion had to be completely reprogrammed. Same happened again just down the hall from the ICU."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris carefusion pump channel, alarming disconnect on propofol infusion while transporting intubated patient from ER to ICU. Channel turned off automatically and propofol infusion stopped. Patient starting waking up sitting up fighting the vent. Propofol infusion had to be completely reprogrammed. Same happened again just down the hall from the ICU."